Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. After further escalated troubleshooting, a pump replacement was recommended and approved.